Manufacturer narrative:
The customer stated that the unit ran overnight without issue and they are going to hold off on the onsite service. The customer also stated that their third party person that usually services this device will be onsite monday.

Manufacturer narrative:
Report date: 16sep2021.

Event description:
The customer reported that the vent had a blower temp high error. The device was not in use on a patient. No patient or user harm was reported. The customer confirmed diagnostic error code "blower temp high" in the logs. The customer identified the inlet filter was very dirty and a ton of lint on it. The customer plans to have the unit run overnight to try to duplicate the issue. The customer requested onsite service. The remote service engineer (rse) advised performing the performance verification testing (pvt) as soon as possible and to bring a blower assembly just in case. Further information is pending.